Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jun-2018 with the following findings: when the black box and pump history were examined, multiple consecutive power reboot events were observed post ¿cs052¿ alarm on (B)(6) 2018. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen inside the pump. A leak test failed due the battery compartment leak. The pump powered up with auditory tones and vibration to a blank screen. The pump¿s cover was removed; moisture corrosion was found to the power printed circuit board, the watchdog circuit, and the display flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.